Manufacturer narrative:
Based on the clinical assessment for this event, the most likely cause of the loss of seal was found to be unknown/undetermined due to the lack of medical records and imaging surrounding the event. The final patient disposition was reported to be doing well and being monitored with no additional patient sequelae being reported. A review of the device quality records shows that the device demonstrated compliance to established procedures and specifications at the time of manufacture.

Manufacturer narrative:
Endologix will continue to investigate the reported event. The patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. A final report will be submitted once the investigation of the reported event has concluded.

Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. Patient aortic anatomy described as near circular, thrombus free with trivial calcium. Upon demate of graft (14 min post polymer fill) there was slight resistance but the graft did not move. A run was done around 16 min which showed a type ia endoleak. There is a set of large lumbar arteries but the timing of the contrast filling the sac lead the physician to conclude that it is a type ia endoleak. A palmaz was prepared but lost off the balloon in the external iliac. A second one was placed properly at the level of the sealing rings but the type ia endoleak persisted. The physician elected to conclude the procedure and perform a repeat cta at the 1 month follow-up. The patient is reported as doing well post procedure. As of the date of this report, there have been no additional patient sequelae reported.